Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The forceps were returned with the handle cut from the device at 6.6 cm distal from the handle. The drive wire was cut at 7.3 cm distal from the handle, however the cups were attached and no portion of the device was missing. No other anomalies were detected with the forceps. The device will be sent back to the supplier for further evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received a follow-up emdr report will be provided. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The forceps were returned with the handle cut from the device at 6.6 cm distal from the handle. The drive wire was cut at 7.3 cm distal from the handle, however the cups were attached and no portion of the device was missing. No other anomalies were detected with the forceps. The device will be sent back to the supplier for further evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received a follow-up emdr report will be provided.

Event description:
During colonoscopy, the physician used a cook captura serrated forceps with spike. Prior to the procedure, the forceps were pretested and performed as expected. The forceps were introduced through an olympus 190 colonoscope and once out of the end of the colonoscope, the forceps were opened and then would not close. The physician cut the handle to try to release it [the cups] but it did not release. The physician was able to remove the forceps open through colonoscope. Another of the same device was used to complete the procedure.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The forceps were returned with the handle cut from the device at 6.6 cm distal from the handle. The drive wire was cut at 7.3 cm distal from the handle, however the cups were attached and no portion of the device was missing. No other anomalies were detected with the forceps. The device will be sent back to the supplier for further evaluation. The supplier provided the following information: one device from the reported event was returned in a zip type bag with proof of decontamination. The device has a butt joint that has broken at the solder connection. The reported defect has been confirmed. The device history records were reviewed and the device was manufactured in october 2016. No relevant defects were noted in the records. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "would not close" was confirmed; the device would open but not close. The root cause is a butt joint with a broken control wire / link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instructions for use state the following in regards to product inspection: "beginning at handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Note: exercising the handle while the forceps is coiled may result in damage to the performance characteristics of the forceps." The instructions for use state, "with cups closed, insert forceps into accessory channel. Note: keep end of forceps extending from accessory channel straight at all times. Allowing forceps to hang from accessory channel may cause damage to forceps." Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.